Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had their 3rd overdischarge. It was reported reason for overdischarge was due to patient non-compliant with charging. Patient stated that she was not using stimulator and may or may not replace it. Patient reported that if she does have it replaced she would have it replaced with a non-rechargeable. Issue was not resolved at the time of this report. No surgical intervention planned or known to be planned.